Event description:
Report received indicated that a 21 month old female pt presented with hydrocephlus was implanted with the valve on september 30, 1996. The doctor reported a valve malfunction: the valve was explanted in april 1998, and replaced. At explantation, the valve's pressure was measured avove 240 mmh20. Pt condition was reported as satisfactory.